Manufacturer narrative:
This patient information is unknown. This report is for four (4) unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: unknown, as specific part and lot numbers for locking screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 due to fibrous dysplasia which eventually led to hip falling into extreme varus. Patient previously had an osteotomy, on an unknown date, and was implanted with a pediatric locking compression plate (lcp) condylar plate, four (4) unknown locking screws and four (4) unknown cortex screws. During the revision, the plates and screws were taken out successfully and section of the fibrous dysplasia was taken out. The patient's new osteotomy was then corrected with a custom retrograde nail. The procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome reported as good. This report is for four (4) unknown locking screws. This is report 2 of 3 for complaint (B)(4).